Manufacturer narrative:
The microsensor (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) could be zeroed normally; however, after it was placed into the patient, it showed no icp reading. The issue happened before implantation site closure, and no delay was noted. The procedure was completed with a replacement product available. There is no adverse consequences to patient.